Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to decrease amplitude and has received ineffective therapy in their limbs since (B)(6) 2018. Reportedly, surgical intervention was undertaken on (B)(6) 2018 wherein a breakage was discovered in the tail end of the lead. As a result, the lead was replaced with a new model during the procedure. Postoperatively, effective stimulation was received and the issue resolved.